Event description:
Pt implanted in both nasolabial folds 12/9/97. Onset of implant extrusion and infection 8/24/98 in nasolabial. Site incise and drained 9/1/98. Pt treated with keflex 9/1/98. Implant explanted 9/10/98.